Event description:
#Medwatcher #followup1 #fdamw5038727 #(B)(4) here is a list of my symptoms: dizziness, extreme fatigue, extreme migraines all the time, body aches, inflammation, carpel tunnel, weight gain, aching bones, aching joints, inability to lose weight despite diet and exercise, high blood pressure, pain in lower back, pain in legs, pain in ankle, swollen ankle, heartburn, rash on elbows knees back butt hole belly button, pain in hips and lower abdomen, chronic constipation despite diet, bloated, blurred vision, allergy symptoms, chronic cough, asthma, eczema, heavy cramping all the time not just on periods, periods lasting 7-14 days, extremely heavy periods requiring a heavy pad and the heaviest tampon, extreme breast and nipple pain, anxiety, depression, vitamin d deficiency, blood spotting, muscle weakness I can't a toothbrush for two minutes, mono, extreme anxiety, depression, gingivitis. I just had a full hysterectomy done to take out the essure could leaving only the ovaries. Starting that day my rash and migraines went away. Now I have no depression or anxiety. All symptoms have gone. The biggest change has been the ability to lose weight ((B)(6) in two weeks since surgery), and my blood pressure is back to normal! I no longer have to take two blood pressure medications!!!!!

Event description:
(B)(4). This date was only the start date of the first symptom. All the other symptoms had their own start date and have only increased in intensity since then.